Event description:
It was reported that during a laparoscopic partial cecectomy procedure, during the first firing across cecum with a blue reload, the stapler initiated but locked out. Procedure was completed using same like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: response from the sales representative report: it was noted post-op that the initial blue reload had no sled installed. It wasn't bumped during loading. There is no sled present in reload. Additional information was requested and the following was obtained: were any staples deployed or cut line started prior to the device locking out? If yes, was the staple line and cut line equal (partial fire)? Answer: no staples were deployed. It locked out as if it was a used reload. We simply reversed the knife, put a new reload in it and completed the case. Everything went well from that point on.